Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call they were hospitalized due to diabetic ketoacidosis and unexplained high blood glucose on an unknown date. The blood glucose level was 600 mg/dl. The auto mode feature was not active at the time of incident. Customer feels okay to troubleshoot. The insulin pump will not be returned for analysis. Frn-mmt-332a-rsvr, unomed set.